Event description:
Customer alleged crossbrace arms broke off the chair - right side where both crossbraces meet broke in the center. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model xtra, serial number/date code (B)(4) is approximately 1 year 10 months old. The owner's manual part number 1026793 rev d (sep-04) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that where the arm crossbraces meet, on the right side, broke. The consumer took his chair to the dealer where it was repaired. The chair is operating fine now. No injury.